Event description:
Major pump unit(s) involved: external control system failureadditional text: controller alram sounds when less than 75% battery leftspecific component(s) involved: external controller malfunction; other component malfunction, specifyadditional text: alarms sounds when connected to battery, no alarm connected to power moduleother component: crack in bettarey clipscausative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of external controllerother intervention :implant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: other component malfunction, specify